Manufacturer narrative:
(B)(4). The customer reported a "low battery" warning that lasted an inadequate amount of time. A philips field svc engineer went to the customer site and verified the failure. Replacement of the battery resolved the failure. The unit passed all post-servicing testing and remains at the customer site.

Event description:
The customer reported a "low battery" warning that lasted an inadequate amount of time. There was no report of pt involvement.